Event description:
It was reported that the procedure was cancelled. An angiojet console was used in a thrombectomy procedure. During the procedure, saline error message was displayed on the screen. The procedure was cancelled. There were no patient complications reported.

Manufacturer narrative:
(B)(6).